Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial and ventricular leads exhibited noise. Programming changes were performed. There were no patient consequences.